Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that was unraveled 225 mm from the j-bend at the distal end. Microscopic examination revealed that the core wire was separated adjacent to the distal weld. Plastic deformation and necking were observed in the area of the break. No pieces of the wire appeared to be missing and a review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and caution not to withdraw against the needle bevel or use excessive force. Based upon the observed damage and the information provided, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the neuro ICU. A physician complained that the wire from this kit was "fraying" during insertion into the patient's subclavian. As a result, a new wire was used from another kit to complete the procedure. There was no delay in treatment and no patient death or complications reported.